Event description:
Additional information from the patient reported that the patient experienced the pain in their back, leg, groin, and incision site, since they had the device put in. Due to the pain and the device not really working for them, they had it removed. It was noted they did not know the serial number of the device. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they had the implant removed one year after implant because of all the pain it put them through. The consumer was still experiencing pain in the leg, lower back, groin area, and incision site.